Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Prior to hospitalization, customer was unable to load cartridge in pump and reverted to manual injections. Customer was still on manual injections when admitted to hosp. She was treated with an insulin pump.